Manufacturer narrative:
(B)(4). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08991. It was reported that burr stuck on wire occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. A rotawire¿ and a rotablator burr were selected for use. After ablation was completed, it was noted that the rotawire became kink and was unable to be pulled out from the burr. Since additional ablation was not necessary, both devices were pulled out as a unit and the procedure was completed. There were no patient complications reported.